Event description:
It was reported that the patient received a patient notifier. Upon interrogation of the device no alerts for the patient notifier being delivered were tripped. Device remains implanted and will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.